Event description:
Customer reported the motor is making a strange noise. This is report 1 of 1 for event# (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, it was found that the electric motor was loose inside. The evaluation also noted that the attached screws were broken and damaged the motor. The motor was replaced and the devise serviced and returned to the customer on (B)(4) 2013. Placeholder.